Event description:
Ous MDR - it was reported that after an implant duration of about 13 months the device cannot be interrogated. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The returned device data was inspected. The available data was recorded during the last follow up on (B)(6) 2012, more 8 months before the clinical observation. During the analysis of the available iegm's noise was observed in the ventricular as well as the ff-channel. Two charging cycles were performed by the device due to the detection of that noise. The observed noise may indicate a compromised lead insulation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.